Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, a computed tomography (CT) scan showed a tortuous and calcified right iliofemoral axis with luminal diameters at the limit for passage of the delivery catheter system (dcs). A 14 fr introducer sheath was successfully inserted, and advancement of the dcs was attempted. During advancement, the dcs lodged into the vessel. Percutaneous transluminal angioplasty (pta) of the vessel was performed, but the dcs still lodged after another advancement attempt. An expandable introducer sheath was inserted but failed to advance. Evaluation of the access site revealed a rupture of the iliac artery, for which surgical repair was performed. The tavi procedure was halted due to anatomical limitations. Additional information was received to report vascular access for dcs insertion was achieved at the right femoral artery which had a minimum vessel diameter of 5.5mm. The devices used in the case were clarified as a non-medtronic (gore) sheath and a non-medtronic (edwards) introducer sheath.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 additional codes product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. Deformation was evident to the distal section of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device. The reported advancement difficulties could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID evfxplus-23 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, a computed tomography (CT) scan showed a tortuous and calcified right iliofemoral axis with luminal diameters at the limit for passage of the delivery catheter system (dcs). A 14 fr introducer sheath was successfully inserted, and advancement of the dcs was attempted. During advancement, the dcs lodged into the vessel. Percutaneous transluminal angioplasty (pta) of the vessel was performed, but the dcs still lodged after another advancement attempt. An expandable introducer sheath was inserted but failed to advance. Evaluation of the access site revealed a rupture of the iliac artery, for which surgical repair was performed. The tavi procedure was halted due to anatomical limitations.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.